Event description:
Boston scientific received information that the patient with this cardiac resynchronization therapy defibrillator (crt-d) reported feeling like their heart was beating out of synch. The patient was seen for a device check. Upon interrogation, the device was noted to be in safety mode and displayed fault code 0xc which represented a memory error. The patient was seen for a device change out procedure where the device was explanted and replaced. The device was returned for analysis. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation was performed. The device was confirmed in safety mode. A review of the memory noted a fault code occurred. The device memory was then corrected and the device displayed normal operation. The deice was put through and passed returned products test except for the real- time- clock which was expected due to the device being in safety mode. The cause of memory corruption was unknown.